Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer¿s blood glucose level was 120 mg/dl. Customer was able to clear the alarm and was able to complete rewind. Customer reported that the insulin pump had unexpected restart and a cold reset was performed error recurred after inserting new battery. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.